Event description:
The femoral head would not fit into the acetabular insert. There was no adverse consequence for the pt.

Manufacturer narrative:
The evaluation results indicated a mfg error. Corrective action is being implemented.